Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the clips were not holding on the cystic duct after firing. 11/09/1998 an additional er320 was pulled to continue with the procedure. There was no consequence to the patient.